Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise episodes was observed from the lead. The patient will be monitored via remote care. The patient is asymptomatic with a good condition.